Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing; however, the device was put through extensive testing including full functional testing and environmental stress testing without duplicating the report. An internal inspection found no discrepancies. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.